Event description:
It was reported that in 2003, the patient presented with shooting pain in her back that extended down her left leg and into her foot. The patient underwent various imaging studies which according to the surgeon showed that the source of her pain was sciatic nerve. The patient underwent a surgery consisting of a lumbar fusion with the implantation of hardware at levels l4-l5 using rhbmp-2/acs. After the surgery, the patient continued to follow up for her post-operative care. The patient's pain increased following the surgery, and she began to experience new pain as well. Additionally, she lost a great deal of her flexibility and mobility. The patient was now largely immobile and able to walk only sparingly and with assistance. She experienced constant pain, which impaired her ability to live a normal life, and she was unable to enjoy the daily activities in which she would partake prior to her surgery

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.